Event description:
Site representative reported that they had difficulty tracking instruments during navigation. The crosshairs were red. They tried adjusting the camera and reverifying the suctions. The site could not get it to track and decided to cancel use of the system. There was no impact to patient.

Manufacturer narrative:
Patient gender was not available at the time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.